Event description:
The pump would not rotate in the forward mode. No adverse consequences to the pt as a result of this event were reported.

Event description:
The pump would not rotate in the forward mode. No adverse consequences to the patient as a result of this event were reported.